Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire was broken, bent and blackened and could be perceived by the customer as wire kinked, consequently; confirming the reported complaint. According to the product analysis the cutting wire of the device was broken, bent and blackened. It is most likely that the device cutting wire was not in contact with the tissue when it was energized, additionally as per complaint information the failure found was noted during preparation, outside the patient and dfu instructions states that the device has to be in contact with the tissue to be energized. Therefore, the most probable cause of this complaint is failure to follow instructions since problems traced to the user not following the manufacturer's instructions. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during preparation outside the patient, the cutting wire was kinked at the tip of the catheter. The procedure was completed with a second autotome rx 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; cutting wire broken/detached.